Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 7 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the lvad system produced yellow wrench alarms while connected to the power module only, and that the alarms resolved when the system was connected to batteries. The patient had been lying in bed at the time of the event. The patient was symptomatic, with chest pain that resolved about 2 hours after the system was connected to battery power. It was reported that the patient was using a different type of driveline securement lock that is not typically recommend by the lvad clinicians at the implanting center. The securement lock has a harder plastic than the recommended device. A log file review by the manufacture¿s technical service representative confirmed multiple low speed advisories on (B)(6) 2016 with speed dropping as low as 2590 rpm. X-rays were forwarded to the technical service representative for review, and no obvious areas of concern were observed on the external portion of the driveline; however, the loop in the driveline internal to the patient was possibly touching up against the pump itself. The patient¿s lvad system will be supported on an ungrounded power module patient cable at this time.

Manufacturer narrative:
The reported alarms were confirmed through the evaluation of the submitted system controller log file. The log file captured low speed events while the system was operating on the power module. The captured events showed corresponding elevations in pump power. Based on the manufacturer's previous complaint experience, the captured events appeared consistent with a potential percutaneous lead issue; however, the root cause could not be conclusively determined. The patient was provided with an ungrounded patient cable for use with the power module and remains ongoing on lvad support with no further alarms reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.